Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2015. On (B)(6) 2015, she was admitted due to a diabetic ketoacidosis. The customer's blood glucose level was over 400 mg/dl. The customer believed her high blood glucose level was due to not having the insulin pump and using an alternative method for treatment. On (B)(6) 2015 she was hospitalized due to a diabetic ketoacidosis as well and was administered insulin drip. Her blood glucose level was 497 mg/dl. She started using the insulin pump again but her blood glucose level was 397 mg/dl. The customer had abdominal pains and was vomiting. The customer was wearing the insulin pump at the time of the emergency room visit. Blood seemed to be in the cannula. The high pressure test failed. The customer was advised that the device would be replaced and agreed to return the product for analysis.